Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A review of the complaint history determined that no further action was required as no trends were identified. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur, and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Integrity implants will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial one-level posterior fixation procedure on an unknown date. Subsequently, the patient underwent a revision procedure due to posterior pull-out of the l4 pedicle screw away from the bone, post-operatively. Attempts have been made and additional information on the reported event is unavailable.